Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient with advanced heart failure was implanted with an impella 5.5 device for mechanical circulatory support. During support, the patient developed a hematoma at the surgical site. Heparin was withheld due to the hematoma. The patient was taken to the operating room for hematoma evacuation and a washout. The patient remained on impella support.